Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 20930202/21160214.

Event description:
It was reported that the patient was having difficulty charging the ipg as it was taking longer to charge. It was also noted that the patient experienced inadequate stimulation due to lead migration. The patient underwent a revision procedure wherein the ipg and leads were replaced. The patient was doing well postoperatively. All explanted device components were discarded by the facility.